Event description:
Pt was undergoing a "free flap" procedure using a 2mm anastomotic coupler with anastomotic instrument. Two attempts were made to deploy the 2mm couplers with the anastomotic instrument. Both attampts failed. The surgeon had to hand sew the vein of the flap. According to the surgeon the pt due to previous cancer treatment had only one recipient vein and by the time the surgeon realized she had to hand sew it was too late. The flap subsequently died and the patient needed additional surgery the following week for debridement. The pt required a prolonged hospitalization with ICU care. Surgeon reports that additional surgeries and hospitalization in the future will be required.

Event description:
Pt was undergoing a "free flap" procedure using a 2mm anastomotic coupler with anastomotic instrument. Two attempts were made to deploy the 2mm couplers with the anastomotic instrument. Both attampts failed. The surgeon had to hand sew the vein of the flap. According to the surgeon the pt due to previous cancer treatment had only one recipient vein and by the time the surgeon realized she had to hand sew it was too late. The flap subsequently died and the patient needed additional surgery the following week for debridement. The pt required a prolonged hospitalization with ICU care. Surgeon reports that additional surgeries and hospitalization in the future will be required.

Manufacturer narrative:
The hosp has not returned the device. The original complaint was that the couplers would not fit together. After hosp inspection it was realized that the instrument portion of the device had an ejector rod that was bent. The injection rod is made of titanium and not easily bent. It is difficult to determine where the instrument ejector rod could have been bent and how it was done. Incoming anastomotic instrument injector rods will be inspected at synovis for bending prior to shipment to customers. If additional pertinent info becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The hosp has not returned the device. The original complaint was that the couplers would not fit together. After hosp inspection it was realized that the instrument portion of the device had an ejector rod that was bent. The injection rod is made of titanium and not easily bent. It is difficult to determine where the instrument ejector rod could have been bent and how it was done. Incoming anastomotic instrument injector rods will be inspected at synovis for bending prior to shipment to customers. If additional pertinent info becomes available, a supplemental report will be submitted.